Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative patient information not provided by reporter. Additional product code: hwc. Not explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records was conducted. The report indicates that the: manufacturing location: this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 15.feb.2013 expiry date: 01.feb.2023, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A device history records was conducted for the non-sterile 04.211.018/7155057 that was manufactured in us, p/n 04.211.018, lot # 7155057, manufacturing location: (B)(4), manufacturing date: 01/16/13, from a manufacturing standpoint the nonconformance issued against raw material would not contribute to this complaint condition since the nonconforming section of the coil was scrapped. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: two locking screws were received: one part 04.211.018s, lot number: 9259027 and one part 04.211.018s, lot number: 8275721. Without the original label it is impossible to distinguish the screws and allocate to the respective batch. Both screws show heavy wear and tear signs on the outside thread of the screw head. The manufacturing review, of all above mentioned devices, shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided clinical information it is impossible to determine the exact cause of this occurrence. It is likely that the screws were not been positioned accordingly so that the thread at the screw head got damaged during the insertion. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. Due to the wear and tear signs we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery of hallux valgus, the reported va locking screw (lot number; 8275721) could not be locked in the reported plate after the surgeon contoured the plate. Therefore, the surgeon inserted the reported va locking screw (lot number; 9259027) instead, but the screw could not be locked, too. Then, the surgeon drilled at another angle and inserted another screw (va locking screw 2.7mm 14mm, the lot number was unknown) instead. The surgery was completed as the stability of the plate was sufficient though the va locking screw 2.7mm 14mm could not be locked, too. There was 20 minutes of surgical delay. No adverse consequences to the patient were reported. This report is 2 of 3 for (B)(4).